Manufacturer narrative:
Correction: b5- the correct event description should have been "it was reported that the patient presented to the hospital experiencing itchiness and redness over the device pocket site with skin erosion noted with small amount of purulent drainage. The bi-ventricular pacemaker, the right atrial (ra), right ventricular (rv) and left ventricular (lv) leads were explanted on (B)(6) 2025 due to the infection and skin erosion and were replaced on (B)(6) 2025. The patient was in stable condition." Rather than "it was reported that the patient presented to the hospital experiencing itchiness and redness over the device pocket site with skin erosion noted with small amount of purulent drainage. The bi-ventricular pacemaker, the right atrial (ra), right ventricular (rv) and left ventricular (lv) leads were explanted due to the infection and skin erosion. The patient was in stable condition."

Event description:
It was reported that the patient presented to the hospital experiencing itchiness and redness over the device pocket site with skin erosion noted with small amount of purulent drainage. The bi-ventricular pacemaker, the right atrial (ra), right ventricular (rv) and left ventricular (lv) leads were explanted on (B)(6) 2025 due to the infection and skin erosion and were replaced on (B)(6) 2025. The patient was in stable condition.

Event description:
It was reported that the patient presented to the hospital experiencing itchiness and redness over the device pocket site with skin erosion noted with small amount of purulent drainage. The bi-ventricular pacemaker, the right atrial (ra), right ventricular (rv) and left ventricular (lv) leads were explanted due to the infection and skin erosion. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.